Manufacturer narrative:
510k: this report is for an unknown spine screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date two (2) years ago. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2018 due to a screw on an anterior tension band (atb) plate backing out and not going back in. The screw was removed. The original fusion surgery was done two years ago, but the procedure appeared to have failed. The procedure was successfully completed with no surgical delay. Patient outcome is great. Concomitant device: atb plate (part: unknown, lot: unknown, quantity: 1). This report is for an unknown spine screw. This is report 1 of 1 for (B)(4).